Event description:
It was reported that the patient underwent a revision procedure due to the device failing for under two years, and the patient is dissatisfied with the device with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
E1: initial reporter facility name updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome. It was further reported that the patient called to discuss the product replacement policy. He is unhappy. That his device has failed in under two years and he is unwilling to pay any of the copays to have the device replaced. Patient liaison explained him that the explanted device needs to be returned to bsc for analysis to determine the cause of failure but he has refused to do that. He is having the device held in the pathology department of the hospital and stated that he was going to get a lawyer.